Manufacturer narrative:
A visual examination of the device revealed that the feeding port, medicine port and the c-clamp were closed. The external bolster was located at the 4 cm mark and was without issue. The internal bolster was found to be separated from the device. Remnants of the bolster remained on the circumference of the tubing end and there were voids on the corresponding surface of the internal bolster. It appears that the internal bolster had been securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The complaint was consistent with the reported event of internal bolster detached/separated. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the replacement procedure performed on (B)(6) 2015, the internal bolster of the placed device became detached in the patient's stomach during removal. The detached bolster was successfully removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However, the complainant stated that the device was used prior to the expiration date. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy replacement procedure performed on (B)(6) 2015. According to the complainant, during the replacement procedure performed on (B)(6) 2015, the internal bolster of the placed device became detached in the patient's stomach during removal. The detached bolster was successfully removed endoscopically. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.